Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt will undergo an ipg revision procedure. She reported she has lost (B)(6) and her ipg is protruding. The physician plans to reposition the ipg during surgery. No further pt complications were reported.